Manufacturer narrative:
(B)(4).

Event description:
Information was received from a health care provider via a manufacturer representative regarding a patient who was receiving 50 mg/ml morphine at 47.66 mg/day via an implantable pump for non-malignant pain and other chronic intractable pain. It was reported that a catheter revision occurred for an unknown reason. Additional information was requested regarding the event date, any symptoms the patient experienced prior to the revision, any troubleshooting that was performed, the serial number of the catheter involved in the revision, and the specific cause for the revision. If additional information is received the event will be updated.

Manufacturer narrative:
Concomitant products: product ID neu_unknown_cath, product type: catheter.